Event description:
The customer reported being in the emergency room due to high blood glucose of 400mg/dl. The customer experienced nausea, body aching, and muscle pain. Troubleshooting was performed. The customer stated that his blood glucose has been very high and has been taken big boluses. The customer stated that he was in an accident while driving. The time, date, and bolus wizard settings were correct. The customer called back to perform the fixed prime test and passed. The high pressure test could not be performed as customer was away from home. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.